Manufacturer narrative:
A tear was observed on the external portion of the soft cannula, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The device was originally reported for a pod customer not sure delivering insulin. It was reported that the patient's blood glucose level rose to above 13.9 mmol/l while wearing the pod between 5 and 24 hours on the abdomen. Upon investigation of the device, results found a tear in the exposed portion of the soft cannula.